Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the aviva expert system within 10 minutes: 17.2 mmol/l hi (> 33.38 mmol/l), 22 mmol/l, 8.5 mmol/l and 7.2 mmol/l. No adverse event reported. Requested return of the alleged device for evaluation.